Manufacturer narrative:
On (B)(6) 2020, the customer at (B)(6) reported the following issue with pu-681ra; (B)(4), from patient monitoring: the cns was displaying communication loss for multiple bsm's. The cns was configured for 32 beds with a dual display. All of the waveforms on the left display disappeared. This lasted for 5 minutes and after a cns reboot has not occurred again. Investigation summary: the root cause could not be determined from the information available however it resolved on rebooting the cns. The overall risk of this event, taking into consideration of severity and probability, is "high". Additional model information: multiple bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for multiple bedside monitor's (bsm's).